Event description:
This is an elbow adapter that is used to bleed oxygen into pt circuits and to monitor delivered pressures. Items from lot numbers have been found to have an occlusion at the 90 degree bend of the elbow. This is a repetition of the same problem which occurred on 8/4/95 and 9/14/95 and which was reported to the MFR. Event date reported as 12/1/95 to 12/18/95.